Event description:
Product problem with synthes uss-1 posterior spinal instrumentation system. Routine l4-l5 posterior segmental instrumentation was performed uneventfully until the point of final tightening with designated torque wrench. Upon tightening the right l5 blot, the collar which holds the rod to the screw splintered in half. This was identified and replaced uneventfully. We have noticed a sudden increase in intraop/postop breakage of these collars at our academic institution after almost 20 years without problems. These breakages have all been reported to synthes representatives.